Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 467mg/dl. Troubleshooting found that cannulas have previously been bent and pump alarmed no delivery. Troubleshooting explained different infusion sets to customer and went over insertion site and technique. The customer was advised to follow up with their doctor regarding the high blood glucose.